Event description:
Report received of an overdelivery of tpn. The pump was programmed to deliver 2073ml of tpn on the primary line at a rate of 100ml/hr. The secondary line was programmed to deliver at a rate of 25ml/hr. The medication on the secondary line was not specified. Reportedly, the tpn infused in 10 hours and not the intended 20 hours. The doctor was notified and a new bag of tpn was ordered and initiated. There was no blood work drawn. No medical interventions were required. The patient did not experience any adverse effects. The nurse who hung the tpn thought that the amount of solution in the bag was less then the amount printed on the label. Though requested, there was no further info available.